Event description:
Healthcare professional reported "capsular contracture baker grade ii", "device migration/implant malposition", "correction of asymmetry", "history of breast cancer" and "change shape/size/style". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, malposition and migration.